Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants breaching the neuroforamen. Part number, lot number, manufacturing date, expiration date, UDI number: 1st (superior): ifuse implant, p/n 7070-90, lot# 157758, manufactured 05/09/13, expires 2018-05, UDI (B)(4). 2nd (middle): ifuse implant, p/n 7055-90, lot# 373338, manufactured 05/21/15, expires 2020-05, UDI (B)(4).

Event description:
In (B)(6) 2016, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient developed new radicular leg pain following the surgery. CT scans revealed that the superior and middle implants had slightly breached the neuroforamen and were impinging on the nerve root. In (B)(6) 2016, the surgeon performed a revision surgery where he retracted the superior and middle implants a few millimeters to alleviate the breaching. No implants were removed. The patient's radicular pain complaints resolved following the revision surgery.